Event description:
It was alleged that the wrist of the scalpel cautery instrument did not have full range of motion. During removal of the instrument to exchange it with a backup, the tip (cautery spatula accessory) of the original instrument fell into the pt. After the procedure was converted to an open surgery, the cautery spatula accessory was retrieved. The conversion of the surgical procedure was planned and was not due to the alleged incident with the scalpel cautery instrument. No harm to the pt or adverse events were reported.